Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure perforation.') In an adult female patient who had essure inserted. The patient's medical history included dysmenorrhea, dyspareunia, menorrhagia, pelvic pain female, uterine perforation, enterocele, endometriosis and enterocele repair. Previously administered products included for an unreported indication: toradol and motrin. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2016 (as per mr). Surgical procedure perform essure sterilization w/o difficulty had 3 coils noted on each side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: -negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2020: medical record received: event: 'medical device removal' was replaced by 'essure perforation'. Medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.